Event description:
Note: procedure and event dates are unknown. In 2009, a boston scientific corporation employee became aware of a clinical study article, "malignant gastroduodenal obstruction: treatment with self-expanding uncovered wallstent" gutzeit, et al , published in cardiovascular and interventional radiology. In 2009; 32 (1) : 97-105. (Epub 2008). The following information was derived from this article: a wallstent enteral endoprosthesis stent was used to treat a malignant gastroduodenal stenosis. According to the article, patient #18 required a secondary stent insertion to treat stent occlusion due to tumor overgrowth. As a result of short stent selection at first intervention, the proximal end of the stent abutted to the duodenal wall causing short term occlusion for 4 days. The occlusion was treated by placement of an overlapping stent into the first part of the duodenum. Subsequent tumor progression and jaundice was treated with a transhepatically implanted biliary stent with out complications.

Manufacturer narrative:
Obstruction. The suspect device lot number is unknown; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.